Manufacturer narrative:
Date of event was reported as (B)(6) 2016. The main component of the system and other applicable components are: product ID: 37751, serial#: (B)(4), product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare professional via the manufacturer¿s representative reported that patient experienced the implantable neurostimulator (ins) and the recharger antenna heating up which caused bruising around the device pocket. Additional information received from the patient reported that every time they would charge the ins the recharger antenna would cause them pain. The issue was noted as a sudden change in the therapy an occurred the first time they charged the ins. The ins site was bruised and it took 2.5 weeks for the bruise to go away. They noted that the recharger antenna disk would heat up and would cause discomfort and felt like it was ¿almost burning the skin¿ so the patient turned it off. They did not lie on the antenna disk when recharging. The patient was able to connect to the ins using the programmer which showed them to charge the ins. The last time they had charged the ins was 5-6 weeks ago and had not charged since because they were scared to do so. The patient was currently back on their pain medications since they were not able to use the ins (they turned the stimulation off). The indications for use for the implanted device were noted as non-malignant pain and other chronic/intract pain (trunk/limbs). There were no further details, troubleshooting, intervent ions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they received a new recharger as a step to resolve the pain/burning issue. The patient stated that they still had some discomfort but no burning or actual pain. They did not think they should have discomfort and was hoping once all the scar tissue was healed it would not be an issue.

Manufacturer narrative:
Analysis of the returned recharger model 37751 ,serial #(B)(4), showed that it failed the temperature test (antenna temp sensor failure). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.